Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately three months post implant of the defibrillation lead approximately three years ago.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed and found to have normal battery depletion, met expected longevity. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that digital and defibrillation conductors are cut, there was blood/body fluid on several conductors (not obstructed), the outer tubing overlay has cosmetic environmental stress cracking, the outer tubing overlay were breached cut, the outer insulation was breach cut and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was also noted that there was blood/body fluid on the distal conductor (not obstructed) and there was blood/body fluid on the outer tubing overlay.